Event description:
"(B)(6)" was given shot when she uncapped needle, it was bent in a u shape. "(B)(6)" had not uncapped the needle prior to use. The needle was a 25g x 1in bd safety glide needle lot number 4235329.